Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 560 mg/dl with moderate ketones, abdominal pain, polydipsia, polyuria, nausea and symptoms of dehydration associated with no power to the pump. Reportedly, the patient resumed the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there was no damage to the pump and no moisture observed inside. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no power to the pump.